Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was leaking helium from the cylinder. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
H6 (health clinical and impact codes).

Event description:
It was reported during a routine check that the cardiosave intra-aortic balloon pump (iabp) was leaking helium from the cylinder. There was no patient involvement.

Event description:
It was reported during a routine check that the cardiosave intra-aortic balloon pump (iabp) does not turn on when powered by the mains. Does not charge batteries. There was no patient involvement.

Manufacturer narrative:
H6 (type of investigation, investigation findings, component codes and investigation conclusions). Additional information: event site postal code:(B)(6), contact person phone number: (B)(6). A getinge field service engineer evaluated the device and problem was fixed by replacing ((B)(4)) power supply .all functional and safety checks were performed and unit was returned to customer.